Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 3004493922-2013-00581. The reported event was that the consumer allegedly broke the right side shroud. This would be a non reportable event, the power chair would still be operational, potential for serious injury or death or for the user to become stranded or any erratic movement is not likely. This is a visually detectable event and user would need to seek repairs by an invacare authorized service center. Event is non reportable.

Event description:
The dealer reported that the consumer broke the right side shroud on their power chair.